Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. This report is for one unknown variable angle locking compression plate (va-lcp) condylar plate. Part and lot numbers were not provided for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the unknown variable angle locking compression plate (va-lcp) condylar plate did not fit well to the contours of the patient¿s bone. The surgeon attempted to plate the plate in various positions but there was no improvement. The plate was implanted but sits too far away from the patient¿s bone resulting what the surgeon considers an undesirable fit. The surgery was prolonged by 15 minute due the reported event. The date of the surgery is unknown. No information regarding the patient¿s outcome was provided. This report is for one unknown variable angle locking compression plate (va-lcp) condylar plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: no device received; as no part number was provided and no product returned it is not possible to make an educated statement about the reported issue. However, the product in scope is probably a pre-shaped anatomical variable angle locking compression plate (va-lcp) / condylar plate for the distal femur. Following statements can be made about the fit of the plate on the bone: the product line was validated with users during a wet lab. The bending of the plate is designed to fit an average adult femoral bone. Soft tissues can impact and influence the gap between the plate and the bone. The location and position of the plate on the bone can also impact the gap size between the plate and the bone. An anatomical and gap-free fracture reduction is crucial to achieve a small gap between the plate and the bone. The condyle angle and position relative to the femoral shaft axis and position is also impacting the anatomical fit of the plate. However, lcp and va-lcp plates have been developed to achieve good results without compression of the plate on the bone as the screws are locked in the plate. The plate has been designed to fit average patients bone geometry. Patient anatomy and condition (fracture reduction) can impact the gap between the plate and the bone but due to the locking feature of the screw the impact of the gap is not always compromising the treatment output. For the above listed reasons the plate system potentially in scope can be considered as safe and functional. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.